Event description:
The customer's father reported via phone call that the customer had 3 no delivery alarms on the insulin pump today. The alarms occurred once during a basal, once during a bolus, and once while filling the tubing. Customer has been receiving multiple no delivery alarms. Customer's father declined troubleshooting since they had done it multiple times. Customer's father just wanted to report the no delivery alarms.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.